Event description:
Pentobarbital syringe checked near shift change, fluid noted on IV pump, tubing with crack near luer lock site entry into female adapter end of extension set, syringe disconnected from tubing. Doctor notified and new tubing strung and started. No harm to patient noted. Crack was on the female adapter site.